Manufacturer narrative:
Per the user guide: the auto-off warning notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds. You are then prompted to clear the warning. If you do not clear the warning within the 30-second countdown period, the auto-off alarm occurs. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an auto-off safety alarm. Blood glucose was 453 mg/dl with a small level of ketones. A corrective bolus was delivered. The customer went to the emergency room and was admitted to the hospital. The customer had not been discharged at the time of the report. The customer was treated with intravenous insulin. The contact acknowledged that the auto-off safety alarm was valid and declined further follow up. Tandem technical support advised the contact to discuss the auto-off setting with a healthcare provider.